Event description:
The sds was advanced across the ostial right coronary artery and the balloon was inflated to deploy the stent. Following negative pressure on the balloon and withdrawal of the sds, the lesion was still present. The lesion was pre-dilated again and the physician advanced another sds and inflated the balloon. Visualizein the lesion again with cine also using an ultrasound no evidence of the either stents could be found.